Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were received for analysis. The stent was returned completely deployed. Visual inspection was performed and it was noted that the deployment suture was completely separated from the delivery system. During functional inspection, the stent was soaked in hot water for 5 minutes and it was able to fully expand. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was not confirmed; the stent was returned completely deployed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label. Additionally, bleeding is noted within the IFU as a potential adverse event related to the use of the device. Taking all available information, there is no indication of what the customer reported because the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on july 02, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stricture in the left principal bronchus during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the stent failed to deploy and there was bleeding in the left main bronchus. Reportedly, the stent was partially covered by the deployment suture when it was removed from the patient. In the physician's assessment, the bleeding did not influence the patient and the bleeding was self-limited. The procedure was cancelled due to this event. Observation was performed and the patient's condition was reported to be stable after the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 02, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stricture in the left principal bronchus during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the stent failed to deploy and there was bleeding in the left main bronchus. Reportedly, the stent was partially covered by the deployment suture when it was removed from the patient. In the physician's assessment, the bleeding did not influence the patient and the bleeding was self-limited. The procedure was cancelled due to this event. Observation was performed and the patient's condition was reported to be stable after the procedure.